Event description:
Pt was the recipient of integra artificial skin for a thoracic skin graft. Approximately three weeks after the procedure, the physician attempted to remove the product and the graft lifted as well. The physician reported the device did not vascularize. The pt is doing well but the surgical time was extended due to this outcome.